Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose (bg) over 600 mg/dl with ketones, nausea, and vomiting. Patient was hospitalized on (B)(6) 2015. During troubleshooting, customer support found that the basal history does not match active basal program. This complaint is being reported because the discrepancy was not resolved and the patient experienced hyperglycemia.